Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d9; g3; h2; h3; h6; h10; and h11. The reported event could not be confirmed due to lack of information. Medical records were not provided. An investigation was conducted on the returned products and customer provided pictures. Only the two reported 01-3801 stabilizers were returned. The reported 01-3714 was not returned. The implants all show signs of use including marking and scratching on the product surfaces as well as blood in the customer provided picture. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: h10.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial implantation. The patient started experiencing pain and redness to the skin due to a possible allergic reaction. Subsequently, the patient was revised approximately twenty days post-implantation and all products were removed. The patient was implanted with competitor products.